Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement, and surgical conversion. Please note: this lot# was previously investigated in MFR report numbers 2017233-2017-00148, 2017233-2018-00593.

Event description:
The following information was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 80 mm in diameter and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up computed tomography angiography imaging revealed an aneurysm diameter of 102 mm. On (B)(6) 2019, a follow-up office visit on the patient was performed without imaging. On (B)(6) 2020, follow-up ultrasound examination showed an aneurysm diameter of 106 mm due to a reportedly known type ii endoleak first identified on (B)(6) 2013. On (B)(6) 2020, the patient was converted to open surgery during which all gore® excluder® endoprostheses were reportedly explanted.